Event description:
Failure to alarm while checking on a patient I noticed blood seeping through a kerlix gauze wrap that was wrapped around our npwt foam dressing on the foot to secure the dressing/port. The nurse removed the gauze wrap to inspect the dressing and we saw blood pooling on the side of the dressing and leaking out onto the gauze/bed, however both soft port and the foam dressing were compressed. In addition to the pooling, there was visible blood in the foam dressing, but no drainage/blood in the canister or the canister tubing, and soft port appeared white in color. The nurse cut away the moist portion of the dressing while leaving therapy running and no leak alarm triggered. She resealed the dressing with additional transparent film. I went back to check on the patient 20 minutes later and blood was already beginning to pool on the side of the dressing the nurse had just replaced. At that time, I requested the nurse reach out to the physician/wound care team for recommendations for npwt in conjunction with active bleeding in the wound bed. The wound nurse came about 20 minutes later to change the entire dressing.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium w/ soft port. The complaint is inconclusive and no product was returned for evaluation. However, the circumstances of the described complaint have occurred before. No DHR review was performed because no lot number was provided. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the pooling and the failure to alarm. Possible root causes for pooling of fluid at the wound site are a blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. A leak alarm is designed to trigger if the system detects a significant leak. A potential cause of the pump not triggering a leak alarm is that there was a blockage in the system at the same time as a leak, resulting in the system being able to hold the required negative pressure. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.